Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4 mitral regurgitation for a mitraclip procedure. During the preparation of mitraclip(50106r1035; cds0705-xtw), both the grippers were unable to lower. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 12 june 2025 that the patient was presented with grade 4 mitral regurgitation for a mitraclip procedure. During the preparation of mitraclip (50106r1035; cds0705-xtw), both the grippers were unable to lower. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.